Manufacturer narrative:
(B)(6). (B)(4). A response from the customer indicated that the device will not be returned for a full investigation. Should the complaint device(s) ever be received in the future, this investigation may be reopened.

Event description:
Black piece broke off inside patient. No injury to the patient. Will not be returned for evaluation.